Event description:
It was reported that a spectrum pump alarmed air in line and upstream occlusion even though there was no air in the system and no occlusion. The alarm cycle kept going and was unable to be resolved other than powering off the pump. The event occurred during internal testing at the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information, initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.